Event description:
Customer reported, she received lost sensor alerts. Customer decided to remove the sensor and no damage was noticed. Customer stated that she has had 100 points of difference between the sensor and blood glucose readings. Customer stated she kept receiving low alerts during the night and the sensor would be 90 mg/dl and blood glucose in the 200 mg/dl range. Customer explained that the insulin pump kept alerting glucose was dropping and suspended the insulin delivery. Current blood glucose is 113 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacture report 203 2227-2015-02800.